Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. No contact information was provided on the medwatch report.

Event description:
(B)(6) 2015 allegedly, parenteral nutrition fluid leak around indwelling central venous catheter (broviac) cutaneous exit site in this child with parenteral nutrition-associated liver disease and short bowel syndrome who awaits liver/pancrease/intestinal transplantation. Reportedly, examination demonstrated some skin breakdown at the site. Supposedly, broviac catheter replaced on the above referenced date. It is reported, subsequent healing of skin breakdown following replacement of existing occlusive dressing with less allergenic substitute. Supposed diagnosis for use: intestinal failure-associated: liver disease.